Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was unknown. Customer states he was sleeping he woke up because his tubing wasn't working and he was trying to rewind to replace tubing and gave error. Customer states "critical pump error" image was displayed on the screen. The customer was advised pump will be replaced as per troubleshoot. Advised to revert to backup plan the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with a critical pump error (open book error) an pump error found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured to be 00.5 mv. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit was received with stained keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.